Manufacturer narrative:
Prolonged applications of cold packs can cause injury including frost bite or burns as referenced on product labeling. Because the user fell asleep while using the cold pack he did not follow directions per current product labeling which states, "do not apply directly to skin". And "leave cold pack on for 15-20 minutes, remove and wait at least 20 minutes". However, the product that contributed to the adverse event is inconclusive as the user disclosed he tried many treatment options for his lower back pain. There were two other suspect drug products and one other device used around the same time as the cramer flexi-cold pack which are also known to cause similar reactions as seen on this user. Performance health / hygenic originally received complaint in (B)(6) 2019 and was deemed to be reported as an emdr. (B)(4).

Event description:
The hygenic corporation received notification on (B)(6) 2019 regarding an adverse event involving the cramer flexi-cold reusable cold pack. The user advised that he bought the cramer flexi-cold pack for use with his existing lower back pain and placed it into the freezer for 2 hours prior to application. He also tried using other treatment options for the lower back pain such as a heat pack, salonpas patches, and assured muscle rub (both otc drug products) before using the cramer flexi-cold pack. He had used the assured muscle rub 72 hours prior to starting treatment with the cramer flexi-cold pack. After about 2 hours of being in the freezer, the user placed the pack on his lower back in-between his gym shorts and t-shirt. The user also stated that he fell asleep and woke up with extreme burning and irritation to the lower back. The user cannot be certain that the pack did or did not directly touch his skin while being asleep. The next morning the user advised that the irritation was worse and the pain was still present. The redness was more pronounced and looked like a rash with areas that were somewhat swollen and painful to the touch. The user saw his primary care physician on (B)(6) 2019 and applied silver sulfadiazine and two patches to help facilitate healing. The physician instructed her patient to return in the event that the area did not heal properly. He also took ibuprofen and used warm water with gentle soap to help the healing process. The user advised that he is healing and mentioned that the diagnosis from his physician was severe burning and blistering due to use of the ice pack.